Event description:
The lay user / patient contacted lifescan (lfs) alleging an error 2 message on the patient's ultralink meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The technique of applying blood on the test strip was correct. The error 2 occurred when inserting the test strip into the meter. The meter is not a new product (out of box). Customer care advocate (cca) replaced the meter and test strips. The complaint is being reported due to the error 2 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.